Manufacturer narrative:
(B)(4). Additional information received: the report of a leak in the stopcock was confirmed through inspection and testing of the returned sample. One port of the stopcock was cracked and leaked when water was injected into the stopcock. As the stopcock is a purchased component, the sample was sent to the supplier (elcam medical) to further investigate the issue. The supplier investigation determined that the female luer was exposed to a force by another male luer in an aggressive environment, a phenomenon known as: environmental stress cracking (esc). The kind of cracks observed appears as a result of applying high torque when connecting the stopcock, together with exposure to aggressive material/drugs (like lipids). The maximum torque recommended to be applied when connecting our stopcocks is 17' oz. As this condition is hard to be implemented when working in intensive care departments in hospitals, elcam recommends its customers to change the stopcock every 24 hours when using it with aggressive materials. A device history record review was performed by teleflex and by the su pplier and no relevant manufacturing issues were identified. Based on the condition of the returned sample and the information provided by the customer, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. The result and conclusion codes have been updated to reflect this new information.

Event description:
The customer reports that the user found medical agent leaking from the stopcock during use. A new kit was opened.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 4-way stopcock with a syringe attached to one port and a needle attached to another. A crack was observed on the female luer that was returned opened. No other defects were observed on the stopcock. The syringe and needle were removed with minimal resistance. Microscopic examination revealed a crack on one of the female port that extended from the entrance to the hub to the body of the stopcock. Functional leak testing was performed on the stopcock by attaching a 10ml lab inventory syringe filled with water to the damaged luer of the stopcock with the other luer openings blocked. When pressure was applied to the syringe plunger, water leaked from the location of the luer crack. A device history record review was performed on the stopcock and the catheter and no relevant findings were identified. The report of a leak in the stopcock was confirmed through inspection and testing of the returned sample. One port of the stopcock was cracked and leaked when water was injected into the stopcock. Based on the condition of the stopcock, the probable cause of leakage is supplier related since the component is a purchased part. A nonconformance request was in initiated to further investigate this issue.

Event description:
The customer reports that the user found medical agent leaking from the stopcock during use. A new kit was opened.

Manufacturer narrative:
(B)(4). The device product is not intended for sale in the us. Similar device product sold in the us.

Event description:
The customer reports that the user found medical agent leaking from the stopcock during use. A new kit was opened.